Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2024 additional information was requested, but unavailable: please provide the lot number if available.--contacted with the sales rep today via phone, the information requested is unknown.. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a 3a. Sex. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent surgery in hospital on (B)(6) 2024 (the specific patient's diagnosis and surgical name was unknown). The surgeon used w9361 for cervical tissue sewing (the specific sewing method was unknown). During sewing, the needle tip broke (the specific length of the broken needle was unknown). The surgeon immediately visually looked for the broken needle. The broken needle was not found in the patient's body. A new suture (with specific product information unknown) was used for tissue sewing. The subsequent operation went smoothly. The broken needle was not found finally. Currently, this event did not cause harm to the patient, and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgery, when the hand washing nurse passed the needle, the needle was intact. When the doctor sutured the second needle of cervical tissue, the surgeon felt a jerking sensation when inserting the needle. After pulling it out, the surgeon checked the needle and found that the needle tip was missing. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the needle fall into the patient? What was done to retrieve the broken piece? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? If the needle piece remains in the patient: what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number if available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.